Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a 'jolting' sensation when he turned his head side to side and when he 'changed positions.' It was noted that the patient wanted stimulation in his feet and ankles, but only received stimulation in his knees. It was stated that the patient was scheduled to see his physician on (B)(6) 2013. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).